Manufacturer narrative:
Submit date: 4/20/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the syringes had poor/missing print on the graduation marks.

Manufacturer narrative:
Submission date: 08/17/2018. An investigation was performed for the reported customer complaint: ¿the customer states that the syringes had poor/missing print on the graduation marks.¿ a review of the device history report (DHR) for lot no. 702506 was performed. A review of the entire DHR identified no inspection or manufacturing anomalies. During the manufacturing of the syringe assemblies, syringes are visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. There were also no non-conformance (ncrs) issued on the related components used in the production of this lot. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Samples are also inspected for poor and missing barrel print. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. However, one (1) photograph was received. The image showed a plunger rod, but the resolution of the image was of poor quality and unable to be used in determining whether the product failed to meet manufacturing specifications. Maintenance records (both corrective and preventive), and calibration records were reviewed. No issues related to the reported condition were identified. All scheduled maintenance and calibration activities were completed. No related process or material changes related to the reported condition for this product were identified. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.